Event description:
The distributor reported the following: their demo developed a fault. The initial report was that the etco2 would not read above 0.3 kpa or 3 mmhg, but all other parameters (ie n20, o2 and agents) were fine. They ordered and received a replacement agent bench. The distributor reported that the new agent bench is displaying similar symptoms: with a check gas with 5% co2, 45% n2o and 50% n2o is normal (ie 45%), but etco2 will not go above 3 mmgh or 0.3 kpa. It is not known if the problem initially occurred at the distributor's facility or at a customer site. The distributor then reported that their demo was later sent to a customer site, where the same problem was noted "when they attempted the first pt." The distributor reported that a cold start resolved the issue, temporarily. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). At this time, the device MFR has not been able to confirm if the malfunction presents a risk to health. Therefore, we are reporting this incident as a precaution. A supplemental report will be filed upon completion of the investigation.